Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for unrelated health issues. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was fine after the procedure.